Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on october 29, 2021.

Manufacturer narrative:
This report is submitted on july 19, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to high impedances on 3 electrodes. It is unknown if the patient was reimplanted with another cochlear device.